Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the both common femoral arteries was attempted with proglide devices, using the pre-close technique, via a 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. At the left common femoral artery access site, the suture of the first proglide device was successfully preplaced. Reportedly, the blue suture of the second proglide device broke. The sutures of another proglide device were successfully preplaced. At the right common femoral artery a blue suture break occurred. The sutures of two additional proglide devices were successfully preplaced. The sheath sizes were upsized to 18f on the right and 16f on the left and the aaa procedure was completed. Hemostasis was achieved at both access sites using the preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.